Event description:
Reporter wants to report two incidents that have occurred while using the power wheel chair. The most recent incident was about 3 mos ago when the chair shut off or its own and the left brake failed to engage causing the chair to flip over in a counter clockwise direction causing him to be trapped underneath. He states that he sustained a spinal injury as a result of this with the loss of feeling in his right hand and arm, and he reported this to medicare. The initial incident was in 2004 when the batteries became depleted and he had the chair serviced. According to reporter the handheld computer read out suggested that there was a left brake problem and soon after servicing reporter noticed the brakes to become slacker and slacker. Reporter says that recently when the brakes failed, he was able to halt the chair by leaning against the spin and to roll out. The reporter states that pride mobility is a non custome made chair that is retailed to many companies and is advertised to do all sorts of things to include ability to crawl over rough terrains, but as soon as you have an accident they'll tell you it's purpose is for indoor use. States he's had to learn this "the hard way." He feels that the co is incompetent. They are engaged in fraudulent reposession on chairs, there's false advertisement regarding the batteries used (not gel pak) and the assembly is poor with missing screws and washers. No money is spent in servicing.